Event description:
The ortho 5600 generated a tsh result of 0.043miu/l, the test was repeated in the same analyzer and the new result was 0.04miu/l. The same sample was tested for tsh on a different analyzer (non-vitros method) and the result was 1.24miu/l and then sent to the reference lab which uses a non-vitros method and the result was 1.89miu/l.